Event description:
It was reported that during a thoracic aortic endovascular isolation procedure, the sentrant vascular introducer sheath could not pass through the thoracic aorta stent. There was difficulty in withdrawing the stent delivery device which was noted to be 24f in diameter, and an obvious crease was then observed on the sheath while in vitro. The healthcare professional attempted to withdraw the stent delivery device, which was challenging. After forcefully pulling the thoracic aortic stent delivery system out of the sentrant sheath, the stent was successfully delivered using a non-medtronic large sheath, and the surgery was completed successfully. The sentrant sheath itself was not noted to be difficult to remove from the patient. There was no damage noted on the device or packaging during prep and/or unboxing. The cause of the crease on the sheath could not be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis two (2) images were received from the account. The device batch number on the shelf carton label matched that reported on gch. The dilator was loaded in the sheath. Deformation was visible to the sheath distal to the seal housing. The reported deformation was confirmed based on the image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.